Manufacturer narrative:
This report is being submitted to provide information reported by the customer and investigation findings. Physical evaluation of the returned device shows: the device was inspected and tested. All tests pass. All outputs are within specs. Unable to duplicate the user report, ¿getting error message e433 stuck in a reboot cycle¿. Since error e433 did not occur as a continuous and endless rebooting cycle and was not duplicated there is no permanent damage to the unit. Error e433 may also be caused by a faulty footswitch. The customer did not send in their footswitch for testing. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. Device history record (DHR) review: a manufacturing and quality control review was performed for the device. There is no non-conformity associated with this device with respect to the described issues. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. Cause analysis: the occurrence of error message e433 was reported. However, during the inspection carried out by the olympus, the reported error could not be reproduced. It is presumed in this case that one of the temporary errors listed in the technical manual was the cause of the error message e433. Possible temporary causes: error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact).

Event description:
The customer reports during start up of an esg-400 hf unit, the unit showed error code e433 and kept rebooting. There was no reported patient impact associated with this occurrence.